Event description:
It was reported the customer went to the emergency room (ER) due to a low blood glucose (bg) level; cause was unknown. Reportedly, bg level was unknown due to customer losing consciousness. Customer was treated intravenously with fluids of saline and insulin. Customer was released from the emergency room with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.